Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flow sensors were replaced. No report of patient involvement.

Event description:
The hospital reported the unit had a 'no flow sensor' alarm. There was no report of patient involvement.